Manufacturer narrative:
As reported, a 4x100mm 135cm powerflex pro pta balloon catheter was used for pre-dilation; however, the balloon ruptured at eight (8) atmosphere pressures (atm) during its initial inflation. Therefore, it was replace with another high-pressure balloon and the procedure was completed. There was no reported patient injury. The target lesion was the external iliac artery with calcification. The vessel level of calcification is severe. The vessel level of tortuosity is mild. The vessel level of stenosis is 90%. This was an endovascular repair (evt) case. The device was stored, handled and prepped per the instruction for use (IFU). There was no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. The device was prepped normally with no anomalies noted during or after the device was prepped. The same indeflator was used successfully with other devices. There was some difficulty tracking the catheter through the vessel or lesion. The catheter was not torqued against resistance. The catheter was not re-shaped by the user. There were no kink/bent noted after device was removed from patient. There was probably unusual force used at any time during the procedure. The product was removed intact (in one piece) from the patient. The device was not returned for analysis. A device history record (DHR) review of lot 17431056 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (severe calcification with mild tortuosity and 90% stenosis) and procedural/handling factors (difficulty tracking the device through vessel/lesion) may have contributed to the reported event as calcified/resistant lesions can damage a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, a powerflex pro pta (4mm10cm 135) balloon catheter was used for pre-dilation; however, the balloon ruptured at 8 atmosphere pressure (atm) during its initial inflation. There was no reported patient injury. Therefore, it was replace with another high-pressure balloon and the procedure was completed. The target lesion was the external iliac artery with calcification. The vessel level of calcification was severe. The vessel level of tortuosity was mild. The vessel level of stenosis was 90%. This was an endovascular repair (evt) case. The device stored and handled per the instruction for use (IFU). There was no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. The device was prepped per the IFU. The device was prep normally. There were no anomalies noted during or after the device was prepped. The same indeflator was used successfully with other devices. There was some difficulty tracking the catheter through the vessel or lesion. The catheter was not torqued against resistance. The catheter was not re-shaped by the user. There were no kink/bent noted after device was removed from patient. There was probably unusual force used at any time during the procedure. The product was removed intact (in one piece) from the patient. There is no procedural film/cd available for review. The product will not be return as all the products which touch the blood were discarded according to the hospital rules.